Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the anchor l device implanted was reported to have had a failure in that the plate disassociated from the interbody spacer.

Manufacturer narrative:
Method: functional inspection; device history review; results: the customer reported event of locking plate detachment from the cage was verified after viewing the provided photograph. The actual device was not returned. The cage detachment occurring during active loading of the device and was discovered approximately 3 weeks after initial surgery. The cause of this failure is likely multifactorial. First the surgical technique advises the plate should not be deformed multiple times during insertion as this can compromised the integrity of the plate. Second, the surgical technique indicates that the plate should be checked with the plate feeler to confirm that it is secure. If the plate was not securely attached to the cage during surgery or was deformed multiple times this would likely compromise the construct and lead to loosening and disassociation of the plate during active loading. Conclusion: the exact failure mode could not be determined without additional information. However if the patient suffered a trauma or participated in any strenuous activities after surgery this also could have resulted in loosening and disassociation of the plate during active loading. It is also important to note the surgical technique warns that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone. Early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma.

Event description:
It was reported that the anchor l device implanted was reported have had a failure in that the plate disassociated from the interbody spacer.